Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and a definitive cause for the slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was mitraclip procedure performed to treat tricuspid valve regurgitation (tr) with a tr grade of 4. The first clip was implanted in the tricuspid valve successfully, reducing tr to 3. A second clip delivery system (cds) was advanced without issue and the posterior/septal leaflets were grasped; tr was reduced to 1. The clip was deployed; however, after deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and tr increased to 2. No additional clips were implanted. Tr remains at 2. There was no clinically significant delay during the procedure. The patient remained stable. No additional information was provided.